Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow up, the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed.